Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The implant was not returned as it remains within the patient. The distal end of the delivery pusher had evidence of thermal detachment by the detachment controller as it was melted. The remainder of the delivery pusher was normal in specification. Additionally, the detachment controller used with this coil was returned for evaluation. The device was tested for output voltage and output time and met the output specification. The light and audio sequence functioned to specification. The root cause of this complaint can not be determined as the entire device was not available for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a pcomm aneurysm, an attempt was made to detach the embolization coil, however, this was unsuccessful. Upon manipulating the microcatheter, the coil detached partially within the aneurysm and the parent artery. A neuroform stent was placed to tact the coil loop hanging in the parent artery successfully. No harm was reported.